Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study: patient ID (B)(6) (B)(4). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 334s and heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve reached the re-sheath limit and removed. A new 29mm navitor vision valve and large flexnav delivery system were chosen. The valve was implanted and final implant depth at non-coronary cusp (ncc) was 5.2mm and at left-coronary cusp (ncc) was 4.5mm. On (B)(6) 2026, the patient was found with non-verbal with left facial paresis and weakness on the hand grip on the left. The patient was reported stable but not following commands. On (B)(6) 2026, it was reported that the patient passed away.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study: patient ID (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 334s and heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve reached the re-sheath limit and removed. A new 29mm navitor vision valve and large flexnav delivery system were chosen. The valve was implanted and final implant depth at non-coronary cusp (ncc) was 5.2mm and at left-coronary cusp (ncc) was 4.5mm. On (B)(6) 2026, the patient was found with non-verbal with left facial paresis and weakness on the hand grip on the left. The patient was reported stable but not following commands.